Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lumpiness is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of skin irritation: "undesirable effects: practitioners must inform the patient that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list) : induration or nodules at the injection site."

Event description:
Healthcare professional reported having a patient that was injected in the lips with unspecified juvéderm ultra® or juvéderm ultra plus® about a year ago by another injector. The patient has developed "lumpiness on the wet/dry border." Patient is a lip biter which may have contributed to it.